Event description:
It was reported that "before use to patient rusch ett no 7, doctor testing first by inflate the balloon 7cc, but the balloon ett deflated by self, so the ett was change with the new ett". No patient involvement reported.

Manufacturer narrative:
(B)(4). It was reported that the sample is not available for return; therefore, ten samples were selected from current production at the manufacturing facility for evaluation. A visual exam was conducted and no defects were observed. Cuff pressure was tested on the samples and the cuffs on all ten samples could be inflated without any issues and they maintained pressure at 25mbar with no abnormalities. The production samples were then immersed in water for leak testing. No bubbles were observed flowing out from the samples during the underwater test indicating there were no leaks. There is 100% leak test performed in manufacturing in which any leakage would be identified prior to release from the manufacturing facility. Simulation using production representative sample shows no decreased in cuff pressure and no leakage at side arm joint was observed. Without the actual device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the a vailable information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "before use to patient rusch ett no 7, doctor testing first by inflate the balloon 7cc, but the balloon ett deflated by self, so the ett was change with the new ett". No patient involvement reported.